Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "negative impact on humidity of the cornea" (no info). Product problem(s): "difficulty attempting to change treatment data" (device difficult to set up operating room prepare). A customer reported, the laptop gets jammed upon printing. Add'l info indicates recently the operator had to turn off the laser and restart. This is inconvenient, and has a "negative impact on the humidity of the cornea". Add'l info has been requested.